Event description:
The hospital reported the unit was unable to pressurize for a leak test causing potential loss of both manual and mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
Due to local covid-19 restrictions, access to the unit is not possible. No repair information will be provided. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: hcs (B)(4).